Manufacturer narrative:
The customer replaced the electrodes. The field service representative found a salt bridge on the ise drain and cleaned it. He performed preventive maintenance, replaced tubing, and cleaned the ise bath area. He ran ise checks and precision checks which passed. The investigation determined the service actions resolved the issue. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas 4000 c (311) analyzer. The initial result was 123 mmol/l and was reported outside the laboratory. The patient's surgery was canceled due to the low result and the patient was sent to the emergency room. In the emergency room, the patient was tested using a point of care device and the sodium result was 142 mmol/l two hours later the customer repeated the same sample and the result was 142 mmol/l. The customer tested the same sample on another analyzer in the laboratory and the result matched the repeat result. The corrected result was called to the physician. The patient's surgery was rescheduled for later the same day. The sodium electrode lot number was j6273 with an expiration date of 23-oct-2021.